Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 520 mg/dl and trace ketones. The suspected cause of bg level was due to the customer's endocrinologist lowering the customer's basal rates. A manual injection was administered, settings were adjusted and supplies were changed to address bg/ketones. Customer's endocrinologist provided setting adjustment to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.